Manufacturer narrative:
The reported event of a helix mechanism issue was confirmed while r-wave amp variation was not confirmed. The cause of the reported event of a helix mechanism issue was due to the helix being clogged with blood/tissue and overtorqued inner coil in the connector region. The lead was otherwise normal.

Event description:
It was reported that when the patient presented in clinic for a follow up, decreased r-wave sensing amplitude was observed on the right ventricular (rv) lead. During lead repositioning procedure, lead helix failed to extend. The lead was explanted and replaced. The patient¿s condition was stable.